Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic with cardiac perforation caused by their right ventricular lead. An x-ray confirmed the perforation. Lead was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.